Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered appropriate anti-tachycardia pacing (atp) for ventricular tachycardia (vt). The rhythm accelerated into the ventricular fibrillation (vf) zone following the third burst of atp. A single shock was delivered and successfully converted the rhythm. The patient was taken to the hospital via ambulance. The patient contacted technical services (ts) and connected them to the emergency medical technician (emt) who requested a copy of remote home monitoring interrogation data be sent to the hospital for review. Ts forwarded the remote home monitoring interrogation data to the hospital. No further assistance was requested. No additional adverse patient effects were reported. This device remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.